Manufacturer narrative:
Reported event was confirmed by review of physical product. Product was visually examined. The post has fractured off of the trial tray creating a small hole in the base of the tray. The results identified the trial post fractured near the trial base. The fracture surface artifacts suggest a bending overload fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom of the trial snapped off. No harm or injury to the patient was reported. No further information is available.